Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post implant, the patient experienced a pericardial effusion and potential cardiac perforation. Both the right atrial (ra) lead and right ventricular (rv) lead were thought to have perforated the heart. Both the ra lead and rv lead were revised and remain in use. No further patient complications have been reported as a result of this event.